Event description:
During the procedure, as the surgeon was utilizing the device, the loop broke. The cut was insufficient and another section of the cervix was taken with another loop. It is unknown if the new loop was of the same or different lot.